Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no complications that occurred during the procedure. At the end of the procedure it was noted that the patient had a small pericardial effusion. There was no intervention and the physician did not treat this. The patient was fine and was discharged from the hospital.